Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device in used condition. The event history log found a record of error code 41171. Functional testing was able to verify and duplicate the reported problem. It was determined that the fluid ingression to the main board was the root cause. The main board was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited an error code. No patient injury was reported.